Manufacturer narrative:
A review of the site's system logs for the reported procedure date was conducted by a tse. The tse identified an error 23087 which is a hall sensor/encoder error pointing to usm #3. An isi field service engineer (fse) was dispatched to the customer site to further investigate the reported complaint. The fse replaced the usm to resolve the error. The fse tested the system and verified that it was ready for use. Isi received the usm involved with this complaint and completed the device evaluation. The usm was returned for failure analysis and the reported failure (error 23087) was confirmed but not replicated. The unit was tested on an in-house system and passed normal mode. The error 23087 was verified in the system logs. During the inspection of the carriage, no debris nor particulate was found on the instrument sterile adapter (isa) window or rotor mirrors. No signs of contamination were found. The flex cable was checked to be fully connected. The unit went through more testing and passed all required tests. The instrument sterile adapter (isa) was to be replaced as a fix to the reported problem. If additional information is received, a follow-up MDR will be submitted. No image or video of the procedure was provided for review. This complaint is being reported due to the following conclusion: during a da vinci-assisted nephrectomy procedure, the user reported getting repeated errors on usm #3. Usm #3 was disabled by the customer and the case was completed robotically with the remaining arms. The patient was reportedly recovering well. It was further reported that the patient sustained bleeding that required blood transfusion. At this time, the root cause of this intra-operative complication remains unknown.

Event description:
It was reported that during a da vinci-assisted nephrectomy procedure, the intuitive surgical, inc. (Isi) clinical sales representative (csr) and customer called isi technical support due to repeated errors on universal surgical manipulator (usm) #3. The customer stated that they hard power cycled the system, but the errors returned once an instrument was installed onto the usm. The isi technical service engineer (tse) reviewed the logs and found error 23087 indicating a sensor error on usm #3. The customer stated that an isi field service engineer (fse) had recently replaced the usm. The customer replaced a generator activation cable and the surgeon was able to test energy with the system. The customer informed the tse that they disabled usm #3 and would complete the procedure with the remaining arms. The procedure was completed with no reported injury. Isi followed up with the site¿s robotics coordinator and the csr via phone conference and obtained the following additional information: the robotics coordinator explained that he was in the room when an erbe issue occurred very early on at the start of the case, which was followed by the usm #3 issue. The robotics coordinator confirmed that during the procedure, there was a blood loss of between 1900 to 2000 ml. The bleeding was from the renal artery and vein but the cause of the intra-operative complication was not disclosed. The robotics coordinator stated that three units of blood were administered to the patient. The robotics coordinator further stated that using only three arms made it more difficult to control bleeders but stated the patient may have required the blood with or without this issue(s), and therefore it was unclear if the bleeding was a direct relation to the usm issue. It is unclear if the bleeding occurred before, during, or after the usm issue occurred. It is also unknown how the bleeding was ultimately controlled. The robotics coordinator stated that the case was completed robotically, and the patient is recovering well. Patient demographic information was requested but unavailable as of the date of this report.